Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician withdrew the microcatheter to release the enterprise vrd and delivery stent, the stent deployed but the tip of the delivery wire was noted to be broken. The physician then used an ev3 stent to successfully withdraw the broken delivery wire and also withdrew the enterprise stent. An ev3 stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was a posterior communication artery (pcom). No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician withdrew the microcatheter to release the enterprise vrd; the stent deployed but the tip of the delivery wire was noted to be broken. The physician then used an ev3 stent to successfully withdraw the broken delivery wire and also withdrew the enterprise stent. An ev3 stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was a posterior communication artery (pcom). It was reported that there is no further information regarding the sequence of procedural events or factors pertaining to the deployment and withdrawal of the delivery wire. The product was returned for inspection. One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag and it was noted that the delivery wire coil was separated at 183.4 cm at the beginning of the proximal delivery wire side. Also the core wire was found fractured/separated at the point where the proximal coiled area of the delivery wire ends (proximal to the retraction bump). The distal part of the delivery wire coil and core and a damaged stent, was received inside of a plastic bag. The damages on the stent likely occurred during the retrieval process. The delivery wire was inserted in the mc. Several kinked/bent conditions over the mc were noted with visual analysis. The introducer tube was no received for analysis and no dry blood residuals or saline solution was detected. The device was inspected under microscope and vision system with the above noted areas of fracture/separation noted. Also a stretched condition at 1 cm from coil distal tip end was detected in the distal tip part. Sem analysis results showed that the core wire fracture surfaces presented evidence of ductile dimples; it appears that the separation occurred while the sample piece was being stretched/ pulled due to the ductile dimples; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The functional analysis could not be performed since the delivery wire was fracture/separated and the stent was received damage. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01431292. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported delivery wire separation was confirmed; the delivery wire core and coil was found separated from delivery wire. The cause of event experienced by the customer could not be conclusively determined. However, per sem analysis results, it appears to be related to stretching/pulling beyond tolerances. Procedural factors may have contributed to the event; however, due to the lack of information pertaining to the use of the device and the event, no conclusions can be made. Analysis of the returned device and device history records review found no evidence of any manufacturing defects or anomalies contributing to the reported event. The device history records indicate that the product met specification prior to shipment; therefore no actions will be taken at this time.